Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the parent reported that the patient's sensor was getting sensor errors that lasted more than 3 hours in total. The parent was unable to provide the last cgm reading prior to the sensor errors. Due to the intermittent sensor errors, the parent stated that the omnipod 5 was unable to provide the correct amount of insulin to the patient. The babysitter took a fingerstick and it gave a bg reading of about 400. The patient was vomiting, having body aches and has high ketones. No medication/treatment was given to the patient at that time. No insulin was given to the patient at that time. The parent met the babysitter who was with the patient and drove the patient to the ER and arrived there at about 8:00 pm. Upon arrival, the ER staff took a fingerstick however the parent cannot recall what the bg reading was. The parent had also removed the sensor prior to arriving at the ER. At the ER, the patient was given IV fluids, zofran for the vomiting and tylenol. The patient stayed at the ER for about 8 hours. A new sensor was put on the patient. At the time of the report, the parent stated that the patient was feeling better. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.